Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the active current measurement test. Pump error 63 alarm (variable info = 03) during self test and confirmed in the pump history due to broken trace at u1 keypad assembly. The pump failed the sleep current test due to moisture damage on battery tube assembly. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. ¿ the pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails), retainer knit line damage and battery tube threads cracked. Battery cycle 27.0 received the lowbatteryalert (104) on 10/30/2024 01:32:00 faster than expected at 3.54 days. Battery cycle 20.0 received the lowbatteryalert (104) on 10/23/2024 03:16:00 faster than expected at 3.75 days. Battery cycle 19.0 received the lowbatteryalert (104) on 10/19/2024 04:04:00 faster than expected at 2.18 days. In summary, customer alleged battery power loss confirmed. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump error 63 was found during testing due to broken traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.